Manufacturer narrative:
A4-a6:unk. (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm512.6 implantable collamer lens of -11.0/3.00/90 (sphere/cylinder/axis), was implanted into the patient's left eye (os) on (B)(6) 2024. Refractive surprise is observed and the lens remains implanted. If any additional information is received, a supplemental medwatch report will be submitted.